Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire was not returned, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used during a diagnostic coronary procedure. During use, the omniwire got stuck inside a non-philips contrast catheter; therefore was removed as a system. A new omniwire was used to complete the procedure. No patient injury reported. This product problem is being submitted because the omniwire and catheter were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
Block h3: the omniwire was returned intact to a non-philips contrast catheter. Prior to decontamination, the omniwire was removed from the catheter with no issues. Visual inspection of the omniwire found no unusual characteristics of the device. Visual inspection of the catheter did not appear to have any defects. No functional testing performed. Block h6: based on the device evaluation, no failure was detected. Therefore, the probable cause of the reported complaint (wire got stuck inside the contrast catheter) could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.